Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.